Manufacturer narrative:
Failure analysis revealed that the insulin pump had a severely scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had physical damage on the insulin pump. Customer's blood glucose level was 180 mg/dl. Customer stated that there was a crack on the screen. Insulin pump will need to be replaced. No additional information provided.